Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted, and troubleshooting options were discussed. No adverse patient effects were reported. This device remains in service.